Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up from tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.